Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels and no delivery alarm. Customer¿s blood glucose level was 468 mg/dl. Customer believed the insulin pump stopped delivering insulin and remembered having a no delivery alarm. Customer was unable to remember any significant events leading to their high blood glucose levels and was unable to troubleshoot. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.